Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that the patient representative was calling from the hospital. The caller reports that the patient had a fall (B)(6) 2022 and some time after that, imaging was done and it determined that the lead was detached/dislodged from the ins. The caller indicated the manufacturing representatives (rep) were made aware of this at some point after they looked at the imaging and aware that the patient was scheduled this coming friday for a surgery to repair the issue. The caller reports that the patient had a fall again this past weekend on saturday night and they suspected that they patient cracked their hip and has a back injury (which is why they are in the hospital now) and the healthcare provider (hcp) wants to do another MRI to confirm. Reviewed no MRI with a disconnected lead due to potential heating, despite being able to put the device in MRI mode. The patient was redirected to their healthcare provider to further address the issue. The caller also reported that the patient had bowel incontinence and then developed urinary incontinence, getting up 3-4 times per night.